Manufacturer narrative:
Based on a review of the medicon certificate and product labeling contained in the customer order release packet, this complaint was confirmed for an incorrect reference date. The cause was a result of a bmd customer service order entry error. The medicon certificate, indicated the reference date was 2017/02/28. The reference date should have been 2017/03/07. The medicon product labels were also reviewed and indicated the reference date as 2017/02/28. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the date on the certification was incorrect. It was later reported that 75 units of the seeds concentration levels were 10% higher than the indicated level on the certification. The brachytherapy procedure was completed on (B)(6) 2017, and there was no patient injury reported. Upon investigation, it was noted that the reference date on the label and quality certificate, was 1 week too early.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the date on the certification was incorrect. It was later reported that 75 units of the seeds concentration levels were 10% higher than the indicated level on the certification. The brachytherapy procedure was completed on (B)(6) 2017, and there was no patient injury reported. Upon investigation, it was noted that the reference date on the label and quality certificate, was 1 week too early.